Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2008. On (B)(6) 2008 the device failed a weekly self test for a low battery. The recorded temperature at this time was below freezing. The device remained in fault mode until (B)(6) 2009 when the user performed 2 manual self tests. After a software upgrade in (B)(6) 2009 the device operated to specification until (B)(6) 2010. In (B)(6) 2010 there are multiple manual events of mainly 10 minutes duration which would indicate the device was switching itself on automatically. Between (B)(6) 2010 and (B)(6) 2012 the pad-pak is changed several times but the device continues to log manual power ups. The problem with the device was attributed to a fault in the membrane. The device is also being inadequately stored. Exposure of the device to extremely low temperatures is known to have detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multiple-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was emitting a "memory full" warning message and depleting pad-paks. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.